Event description:
While removing ventilator connector from a pt for suctioning the nurse observed a plastic tip from the lower portion of the connector on top of the pt's trach. It is unclear how the small tip could break off the connector. As a result the MFR was notified and this lot # was pulled to be returned to the MFR. The actual device could not be evaluated as it was discarded.